Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 10 june 2020: lot 188923: (B)(4) items manufactured and released on 15-jan-2019. Expiration date: 2023-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved: batch reviews performed by medacta regulatory affairs department on 10 june 2020: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot 1902683: (B)(4) items manufactured and released on 13-aug-2019. Expiration date: 2024-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot 1903253: (B)(4) items manufactured and released on 03-jul-2019. Expiration date: 2024-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 1902820: (B)(4) items manufactured and released on 27-jun-2019. Expiration date: 2024-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director: few months after primary cemented tka an infection developed and led to revision. No reason to suspect a faulty device.

Event description:
Revision surgery performed 7 months after the primary surgery due to an infection (pathogen unknown). All implants reported were revised.